Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 1732ml, indicating the home patient (hp) drained 1732ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. However, the cause could not be identified. If additional relevant information is obtained, then a follow-up report will be submitted.